Event description:
It was reported a patient presented with inappropriate anti-tachycardia pacing (atp) therapy due to right ventricular (rv) lead noise. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.